Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead was causing diaphragmatic stimulation and hiccups. The patient also reported being informed that the lead's insulation was defective and that the lead was programmed off without their permission or knowledge, causing their heart to function less than half as well as with lv pacing. The patient reported that their physician intends to replace the lead. No further patient complications have been reported as a result of this event.